Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl and was within the normal range. Cartridge alarms were reported with consecutive cartridges, but cts could not replace the pump as the customer was in europe; the customer stated heading to the doctor and cts decided to close the case.